Manufacturer narrative:
An event regarding crack/fracture of an exeter stem was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. Visual inspection stated 'damage was observed on the articulating surface of the head, consistent with contact against a hard object' however, this did not contribute to the over all event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a patient of exeter prosthesis is fractured at the neck. 2 additional operations have taken place. Revision operation is planned for (B)(6) 2019.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that a patient of exeter prosthesis is fractured at the neck. 2 additional operations have taken place. Revision operation is planned for friday b)(6) 2019.